Event description:
It was reported that the lead had high thresholds and high impedance. Also noted was that it was implanted after the use by date. The lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.